Event description:
Patient experienced dark, tarry stools approximately three weeks post cryospray treatment. Patient went to local emergency room and was diagnosed with a mild upper gastrointestinal bleed. Patient was hospitalized for 24-48 hours for assessment and observation. Manufacturer notified of event in late 2008 prior to scheduling of next cryospray treatment.

Manufacturer narrative:
The patient was reported to be on a blood thinner (plavix) and aspirin for peripheral vascular and atherosclerotic heart disease. During hospitalization, stool samples were positive for blood and plavix medication was stopped. A lower gi exam was not conducted during hospitalization to rule out other sources of bleed. Additional medications (carafate and protonix) were started. Melena stools stopped. Hemoglobin and hematocrit were stabilized and patient was discharged. Records did state that if the patient was not on plavix, the gi bleed probably would not have occurred. A csa medical representative evaluated the console and found it to be operating within specifications.